Event description:
Pt had permanent av pacer. Monitor strip shows heartrate of 93. No alarm noted. Pt found at 0500 unresponsive, without respirations, no pulse, no blood pressure, and cyanotic in color. Code called. Pt expired. Marquette system failed to recognize underlying asystole. No pages were sent to remote pager. Pt had been checked 50-55 minutes prior with pulse oximeter check which was 93%.